Event description:
It was reported that the patient felt shortness of breath and their heart rate racing while riding in a pick-up truck. It was noted that rate response was set at low. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.